Manufacturer narrative:
This report is to follow up with medwatch# mw5061367. The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic cholecystectomy - "while attempting to address bleeder on the anterior branch of artery around cystic duct of gallbladder, was unable to apply clip; medical clip applier fired multiple clips without providing adequate hemostasis resulting in 300ml unexpected blood loss." Patient status - "discharged home without complications."

Manufacturer narrative:
We have tried to obtain the incident device for evaluation with no success as of 30sept2016. On march 18, 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective and preventative action (CAPA) has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621-2016 for this recall. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. This report is to follow up with medwatch# mw5061367.